Event description:
It was reported that the simplex with this lot number was used for 3 surgeries (tka in 2008, uka in 2009, uka in about one month later) at hospital, and the patients of all 3 cases were infected in post-op. The customer requested a bacterial culture test, using the simplex in question.

Manufacturer narrative:
The subject device is not cleared for sale in the us, but under device family, a similar device is commercially available in the us.